Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via e mail that he was in the hospital with diabetic ketoacidosis but did not provide the blood glucose value. Customer does not recall any significant events leading to the error and is unsure if there was an issue with the pump. No further information was provided.